Event description:
Patient enrolled into the create pas trial. Minor ischemic stroke reported with difficult retrieval of filter, buddy wire required.

Manufacturer narrative:
Please reference MDR 2183870-2008-00147 for the protege rx used in this procedure.